Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead presented to the hospital after experiencing episodes of syncope. The hospital staff noted heart rates in the 30 beats per minute (bpm) range. Loss of lv capture at maximum outputs was observed. It was questioned if the syncope could have been caused by the lv loss of capture. The intrinsic amplitude measurements had also been low for this pacemaker dependant patient. The lv impedances were noted to have been variable, but were within normal limits. Boston scientific technical services (ts) suggested a chest x-ray to determine lead position and to check the pocket, as the variable lead measurements could indicate a lead issue. The cause for the syncope was to be investigated further and the patient will continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that a revision procedure was performed, and it was found that this lead was dislodged. The patient had a right sided implant and they had occluded anatomy, thus the physician could not gain access to implant a new lead. This lead was explanted and replaced and was later returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. A visual inspection noted dried bodily fluid throughout the lead lumen. Next, the lead did not pass guidewire insertion testing at 420 millimeters (mm) from the terminal pin, noted to be most likely due to the dried body fluid in the lead lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.